Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. Initial reporter's phone number: (B)(6). To date the lens remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). Attempt have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (model zxr00, +33.5 diopter) was implanted in the left eye of a male patient. Postoperative the patient had 4.5 residual myopia and could not see at close distance. Additional information was received and it was learnt that patient seems to present a case of malignant glaucoma that causes the vitreous to push the capsular bag forward. The account commented that to date they are not going to explant the lens but they are going to perform a vitrectomy on the patient. No further information was provided.

Manufacturer narrative:
If implanted, give date: (B)(6) 2018. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.